Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no reported impact to the customer's blood glucose level. Technical support advised the caller to confirm the pump was not plugged in and to press the button firmly as instructed, but the issue persisted. Consequently, technical support decided to replace the pump and arranged for a new one to be sent. The caller would use multiple daily injections (mdi) as a backup insulin therapy.